Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that during a left hip fracture surgery with a female patient in her (B)(6), a short trochanteric fixation nail (tfn) was implanted. However, the helical blade inserter, s&r part 357.372, became jammed up and the end looked fused on the inserter and would not come apart. This is not a request for warranty replacement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(Lot number), g2. Service and repair evaluation: the customer reported the inserter was jammed. The repair technician reported the inserter was broken. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. Product investigation summary: a helical blade inserter (part 357.372, lot 4641486) was received unable to be unassembled. The following complaint description was provided: ¿helical blade inserter, s&r part 357.372, became jammed up and the end looked fused on the inserter and would not come apart¿. Upon receipt of the instrument, it was confirmed that the alignment indicator was stuck on the guide shaft and unable to be removed. The drawings for the helical blade inserter were reviewed. The device conforms dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. The helical blade inserter¿s complaint condition is likely the result of malletting, which is evident on the alignment indicator ears. The technique guide states that the impaction should occur on the coupling screw head; however mis-hits have the ability to jam the inserter assembly. The complaint condition is confirmed as the alignment indicator is unable to be removed from the guide shaft. A definitive root cause is unable to be determined; however the failure mode is consistent with mallet blows to the alignment indicator ears which caused the assembly to become jammed. The designs of these devices are adequate for their intended uses and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot #4641486 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 27-aug-2003. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age reported as 60¿s. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.